Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's threshold suspend feature was falsely triggered. Customer stated their threshold suspend limit was set to 80 mg/dl. The customer's blood glucose was 115 mg/dl when the threshold suspend feature was triggered. Customer stated their sensor glucose value was 59 mg/dl. The customer was advised they will be sent a replacement sensor. No additional information provided.